Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes loss of capture, >2000 ohms ventricular lead impedance in both configurations. The lead tested normal with 400 ohms impedance through an analyzer. A new pulse generator was implanted with normal function.